Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was a power issue and that battery compartment was noted to be damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: pump reboot events were observed in the black box download. The battery compartment was cracked along the side of the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump powered on normally. Ok button did not respond to presses. Corrosion was observed in the battery compartment. The pump had leaks at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board.